Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for low impedance. Although the alert occurred more than once, the in clinic and trend measurements were all normal and in range. Two weeks later another alert was felt by the patient. This time, the low measurement showed in the impedance trend.